Event description:
A device report from (B)(4) indicated a hospital in (B)(6) reported: patient had a correction of idiopathic scoliosis level t2 - l1 in (B)(6) 2010. It was discovered the locking cap at level 2 has loosened from the pedicle screw and the rod luxated on an unknown date. Patient was returned to operating room on (B)(6) 2012, hardware was removed. During the removal, it was noticed the locking cap at level t3 was loose also. It is not known if the patient was revised to any new hardware. No further information is available. This is 3 of 5 reports for this complaint.

Manufacturer narrative:
Review of the dhrs showed there were no issues during the manufacture that would contribute to this complaint condition. The investigation could not be completed, no conclusion could be drawn, as the product is entering the complaint system.